Event description:
It was reported that the patient expired approximately 3 hours after implantation. There is no known allegation from a health professional that suggests the death was related to the device. The patient experienced postoperative emesis. It was reported that the cause of death is unknown.